Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, post procedure, the stoma site became edematous and excessive pressure from the peg tube to the stoma site resulted to infection. Antibiotics were prescribed however the exact type is unknown. The patient was brought to surgery for stoma site debridement and the peg tube was removed. The patient's condition at the conclusion of the procedure was reported to be fine.